Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/1/2020. Additional information: a manufacturing record evaluation was performed for the finished device al9344 number, and no non-conformances were identified.

Manufacturer narrative:
Date sent to the FDA: 02/28/2020. Corrected b5 narrative: it was reported that the patient underwent a c-section procedure on unknown date and the suture was used. It was reported that the suture rupture/breakage occurred there were no patient consequences reported. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent the unknown procedure on unknown date and the suture was used. It was reported that the suture rupture/breakage occurred there were no patient consequences reported.